Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It wsa reported that during a lap appendectomy, the device was closed and fired, but would not open. The device and tissue had to be cut out. Sutures were used to complete the procedure. There was no patient consequence. Patient is fine.